Manufacturer narrative:
Pr# (B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
It was reported to philips healthcare that the heartstart mrx "won't pass the op test. Printer power failure." Additionally it was stated the device displayed a power supply inop message. There was no pt involvement.